Manufacturer narrative:
After deployment of a 5f mynxgrip vascular closure device (vcd), the balloon deflated on its own. There was no reported patient injury. The device was removed, and manual pressure held. Multiple attempts were made to obtain more information without success. The product was not returned for analysis. A product history record (phr) review of lot f1919201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1919201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a 5f mynx device for vascular closure, the balloon deflated on its own. The device was removed, and manual pressure held. There was no reported patient injury.